Manufacturer narrative:
The reported event of sensing anomalies was not confirmed. The device was received at elective replacement level (eri), with normal outputs and telemetry communication. Visual inspection of the device and its connectors indicated normal device characteristics. Electrical and mechanical tests performed including lead impedance, sensing, and output verification did not identify any functional issues. The reported events could not be reproduced. Longevity assessment indicated an implant duration of 7.9 years, consistent with expected battery service life.

Event description:
It was reported that a patient presented with far r wave over-sensing was noted on the patient's implantable cardioverter defibrillator. Programming changes were made and the device was explanted and replaced on (B)(6) 2025. The patient was stable without adverse consequences.

Event description:
It was reported that a patient presented with far r wave over-sensing was noted on the patient's implantable cardioverter defibrillator. No impacts to the device function were noted as a result of the over-sensing. Programming changes were made and the device was explanted and replaced on (B)(6) 2025. The patient was stable without adverse consequences.